Event description:
It was reported that the patient's right atrial (ra) lead exhibited p-wave undersensing. The right ventricular (rv) lead is showing elevation of rv thresholds with lowering of rv impedances and r-wave amplitudes. Both leads remain in use. No patient complications have been reported as a result of this event.